Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(4)2017, an unknown problem with the transmitter occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported unknown problem with the transmitter. A root cause could not be determined via data. The reported issue of an unknown problem with the transmitter is reportable based on the finding of connection loss.